Event description:
This report is based on information provided by philips field service personnel and is being investigated by the philips complaint handling team. Upon inspection of device event log the following error message was identified. (B)(4). Investigation is ongoing. No reports of patient/ user harm/injury.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17598.